Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation as it was no longer relieving her pain. Reportedly, the patient experienced pain around her breast since the implant of her system. As a result, the patient underwent surgical intervention to have the system explanted. Note: the patient has 2 systems and this is in regards to the thoracic system.